Manufacturer narrative:
The device has been requested, but has not been returned to the MFR. Neither meter serial number not test strip lot info was provided. Based on the limited info provided, the root cause of the incident could not be determined. Insulin may have contributed to the hypoglycemic event. There was no indication in the report that the pt dosed based on meter readings. A normal blood-glucose value for the pt was not given. A normal blood-glucose value for the pt was not given. It is possible that the pt could experience hypoglycemic symptoms while the meter measured values of 120 mg/dl. Testing conditions are not known. The owner's guide and previous field returns have been reviewed. The owner's guide instructs users to contact their health professionals if readings do not support their symptoms. There is no indication this was done. There is no evidence from previous field returns the event was caused by a meter malfunction. This event will continue to be trended.

Event description:
The reporter claims the bgstar meter inaccurately measured his blood-glucose. He reported while he was experiencing hypoglycemic symptoms, the bgstar meter measured 120 mg/dl while an accu-chek meter measured 70 mg/dl.